Event description:
Sorin group (B)(4) received a report that, during preparation to cross-clamp, blood was seen leaking from the gas outlet port of the oxygenator. Blood loss was approximately 50 ml. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the d901 lilliput oxygenator. The oxygenator is a component of the customer perfusion pack. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during preparation to cross-clamp, blood was seen leaking from the gas outlet port of the oxygenator. Blood loss was approximately 50 ml. There was no report of patient injury. It was later reported that the oxygenator was changed out and the procedure was completed without further issues. The patient was given one unit of fresh frozen plasma and 50 ml of red blood cells as a result of the incident but was later discharged from the hospital in good condition. Without the device for evaluation, no root cause could be determined. A follow-up report will be filed if the oxygenator is returned or if additional information is received.